Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit was set to deliver the feed at a rate of 250ml/hr, but it took the unit 1 hour and 45 minutes to deliver 250 ml. The unit was triaged and the complaint was confirmed. The cause of the reported failure was due to damage to the unit¿s gearbox; the gearbox was replaced. The unit was then fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien 04/27/2016 that the customer experienced an issue with an enteral feeding unit. The customer states that the pump was set to deliver the feed at a rate of 250ml/hr. It took the pump 1 hour and 45 minutes to deliver 250 ml.